Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was believed to be due to patient making a change to his adaptive stimulation. The rep turned off adaptive stim and patient has not reported any more stimulation ramping up/ increasing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that starting about 2 months ago, the patient felt his stimulation ¿ramp up¿ and the stimulation showed an actual change on the patient programmer (pp). The rep reported that this occurred on group a and c but not b. The rep noted that the patient used adaptive stimulation. The rep reported that impedances were good. The rep reported that the issue wasn¿t tied to a certain position and had happened about 7-8 times. The rep reported that the patient has had the ins off for the past month. The rep reported that the patient specifically saw 5.1v to 6.5v change on his pp. Clinician programmer stats were evaluated and the amplitude trend was reviewed. The rep noted that there were changed values and it was reviewed that the ins remembered settings after 3 minutes. It was reviewed that it was highly unlikely that this was an ins error but rather related to adaptive stimulation and the rep agreed. No further complications were reported.